Manufacturer narrative:
As reported in a research article, out of 107 patients implanted with either and amplatzer cardiac plug or amulet, 3 patients had major bleeding and pericardial tamponade during the procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported through a research article identifying amplatzer cardiac plug and amulet that may be related to complications and death. Details are listed in the article, titled "late clinical outcomes of lambre versus amplatzer occluders for left atrial appendage closure." It was reported in the article that 42 patient were implanted with an amplatzer cardiac plug, and 65 patients were implanted with an amulet. The average age of the patients were 76 years old with 45 of them female. The patients have a history of arterial hypertension, diabetes mellitus, coronary artery disease, congestive heart failure, prior stroke, and prior major bleeding. The inclusion criteria for these studies are patients 18 years old or older with nonvalvular atrial fibrillation with a high risk for cardioembolic events. Three of the patients had major bleeding and pericardial tamponade during the procedure.